Event description:
While cauterizing in the chest cavity during open heart procedure, there were burn holes in the drape from sparks from the cautery pencil. Burn holes were about three inches in total area.